Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-06116. It was reported the patient lost effective stimulation coverage after suffering a fall. X-rays confirmed lead migration. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06116. Follow up information identified the patient underwent surgical intervention to reposition the leads. However, the physician was unable to steer the leads to the desired location due to patient anatomy. The leads were removed and the patient will be scheduled for a paddle lead implant. (See abandoned procedure reported under reference MFR report # 1627487-2017-00134 and 1627487-2017-00135).